Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned in the pret1 setting with the suture and implants returned outside the channel with the knot fully open. There is biological debris on the returned items. A functional evaluation of the returned device finds it cycles as designed. The complaint was not confirmed, and the root cause could not be determined. Factors that could have contributed to the reported event include premature deployment prior to reaching the backside of the meniscus or unintended excessive retraction prior to deploying t2. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, after the fast fix 's t1 was deployed into meniscus, the t2 came out by itself prematurely before inserting to meniscus and before firing the t2. Both implants t1 and t2 were removed completely from patient's meniscus using a grasper. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.